Event description:
Per the clinic, the patient experienced an extrusion with the device (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient also experienced an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was treated with topical antibiotics (specific date and duration not reported).